Event description:
A physician reported a pt who was skin tested on 10 february 1998 with negative results and was treated into the glabella, crow's feet, and nasolabial folds on 21 march 1998. On march 1998, after scratching herself in the garden with rose thorns, the pt developed itchy blotches and urticaria at the test site, glabella, crow's feet and nasolabial folds. On 29 march 1998, the physician prescribed an oral antihistamine, which was partially effective. The symptoms were considered product related.